Manufacturer narrative:
Initial reporter city: (B)(6) prefecture 5830872.

Event description:
It was reported that a balloon rupture occurred. (B)(4). A 5.00mm/2.0cm/135cm peripheral cutting balloon was selected for use. During the procedure, at first inflation, it was noted that the balloon ruptured at 10 atmosphere within 15 seconds. The device was removed using normal method without any problem. The procedure was completed with another of the same device. There were no complications reported and the patient was in good condition post procedure.